Manufacturer narrative:
B5/h6 product problem (reportable malfunction was the purple image, not foreign material). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It is likely the cable failure occurred due to one of the the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage, and/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection and testing of the returned unit, a purple image was found due to a defective cable unit. This medical device report (MDR) is being submitted to capture the reportable malfunction, purple image, found during evaluation.

Event description:
A user facility returned the olympus asset, video telescope "endoeye hd ii", 10 mm, 30°, autoclavable, to the olympus service center for diagnostics, they were unable to specify the types of damage. Upon inspection and testing of the returned unit, foreign material was present on the coverglass of the insertion section. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. The device was inspected, and the image quality was poor due to the foreign material on the coverglass. The protector of the video cable was also overstressed, and the video cable was broken; therefore, the image was purple. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.